Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was obtained. This record will be updated if additional information becomes available.

Event description:
It was reported that shock lead impedance for the right ventricular lead connected to this implantable cardioverter defibrillator (ICD) was greater than 125 ohms. Boston scientific technical services provided troubleshooting advice to the health care provider. No additional follow up or interventions have been reported. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if further information becomes available.

Event description:
This supplemental report is being filed because the evaluation conclusion code has been updated.